Event description:
It was reported that the patient underwent a left initial knee surgery and was revised approximately 16 years later due to instability. Upon opening the knee, there was a large amount of metallosis present. The poly was worn completely through and into the tibial baseplate and the femoral component was articulating directly with the tibial baseplate. During the surgery, there was significant wear noted on the poly and into the tibial baseplate. All components were revised and were replaced with competitor devices. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a : implant date : (B)(6) 2007. D10 : unknown - unknown articular surface - unknown. Cp102944 - maxim por pri tib tray ha 75mm - 191540. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02959.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left knee arthroplasty implants are anatomically aligned. There is narrowing of the tibiofemoral space greater on the weight bearing view. There is no fracture or evidence of implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.